Event description:
It was reported that, during a bypass procedure, the surgeon found that this right ventricular (rv) lead perforated the heart wall of the patient. Subsequently, the physician cut the lead and removed the distal portion. Then, the electrophysiologist removed the proximal portion and plugged the rv port. No additional adverse effects were reported.